Event description:
Pt is hearing impaired and has a cochlear implant. In 2000, they purchased the new esprit 22 speech processor which is a smaller behind the ear unit versus the larger unit worn on the waistband. They have had the unit replaced three times and are currently waiting on a fourth replacement. Rptr stated that the unit works well when it works but the units do not seem to work for very long for one reason or another. For example, the first unit the program disappeared and a new unit was ordered. The second unit according to pt distorted the sound, and the third unit distorted the sound and intermittently beeps as if there is a low battery charge even when the battery is fully charged. Rptr added that the older larger unit works fine. Rptr feels that the co has rushed to get the smaller unit to the market which may have affected the quality of the product. Rptr stated that they have heard others from their ent practice also complain about the esprit 22 speech processor. Rptr also stated that they have voiced concerns with the co as well.